Event description:
Information received that during set-up of the console instrument, the otor did not work with the unit in either internal or extermal mode. The console was replaced just prior to use with no patient consequence reported.